Manufacturer narrative:
H.6 investigation summary. Bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated. 100 retentions were visually inspected with no issues being identified. Additionally, 5 retention samples were sent to the chemistry lab for testing, all results were within the specification limits for edta content. Complaints for sample quality are under statistical control for the month of may 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes customer stated that the tube clotted. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that high number of clotted lavender tubes.".

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes customer stated that the tube clotted. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that high number of clotted lavender tubes.".